Manufacturer narrative:
H6. Investigation summary: the customer issued a complaint for detached device problem detected by end user. No sample or photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured, and released according to applicable procedures and specifications. A review of the quality history within the sap system has been performed as part of the investigation. No quality notifications were identified during the production which relate to the reported condition. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard separated. The following was received by the initial reporter: subject's father stated that syringe fell apart prior to injection. "Front and back parts came out and it exploded on me when I was removing the cap".